Manufacturer narrative:
In response to the event reported, a device history review was conducted for lot number 0294666. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Prn aging is manly caused by strong oxidation, including: thermal oxygen aging, light oxygen aging, ozone aging (such as encountered ozone disinfection). Prn aging will not occur in the production process, and this defect is related to the subsequent transportation and storage.

Event description:
It was reported that the prn of the bd intima ii¿ IV catheter prn adapter was found to be worn down and defective during use. The following information was provided by the initial reporter, translated from chinese: "the patient required intravenous fluids according to the doctor's advice, and when the nurse examined the indwelling needle, she found that the bottom of the indwelling needle heparin cap was aging and could not be used."